Event description:
A minimum fill notification was reported by the caller, which resulted in the customer's blood glucose level exceeding normal limits, as indicated by the "high" display value. The customer took action to address the high blood glucose by working outside in the yard and did not require third-party assistance. The issue was resolved when the caller successfully loaded a second cartridge onto the pump and resumed insulin delivery.